Event description:
A medtronic rep reported that during a vp shunt case, the user was experiencing difficulty tracking the instruments using the axiem technology. They tried moving the axiem emitter to a different location, but the intermittent tracking persisted. They were able to finish the case using the navigation system and reached the ventricle successfully. There was no negative impact to the pt outcome.

Manufacturer narrative:
The axiem emitter was replaced on the system and no further issues have been reported. The suspect emitter was received back for testing. It was put in navigation mode for 4 hours on two separate days. During both tests the navigation tab remained green. All tool coils remained green. The emitter passed the peg board test. Testing found suspect emitter to be fully functional. Unable to confirm complaint.